Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to user issues, as the directions for use indicated to maintain continuous flush to successfully deploy coil. (B)(4).

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt procedure, premature coil detachment occurred. The target lesion was located in the portal hepatic vein. A .035 interlock 2d 8mm x 40cm coil dislodged prematurely in an unknown manufacturer¿s catheter then a .035 interlock 10mm x 40cm was not able to be placed accurately and this coil dislodged in the patient. It was noted that continuous flush was not used. The dislodged coil was successfully snared out of the patient. The procedure was completed with another same device using continuous flush. No further patient complications were reported and the patient's status is fine.